Event description:
L v thresholds were consistently 2.sv@ 0.4 ms and adaptive was measuring 3.5-6v non-effective crt egm's are suspect for lv non-capture due to morphology difference (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).